Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage at the keypad traces. The insulin pump was received with normal operating currents and no unexpected failed battery test alarm was noted. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error, as well as other error alarms. The blood glucose reading was 198 mg/dl. The customer noted that the insulin pump alarmed low battery within 1 week of a battery replacement. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.